Event description:
A (B)(6) male was admitted to the (B)(6) for a day case procedure under epidural. The flowtron calf garment was applied to the pt's limbs bilaterally intra and post operatively until he was able to mobile 1st day postoperatively. This is when a "blister" was noticed prior to discharge on his operated limb. Cause of the blister was a result of the garment tubing causing a pressure point.

Manufacturer narrative:
This report is being filed under exemption ((B)(4)) by arjohuntleigh, inc. On behalf of the MFR arjohuntleigh (B)(4). The dvt garments used were not available for eval, however a visit to the hospital was conducted to investigate the incident. The pt was admitted to (B)(6) for a day case arthroscopy with an epidural in (B)(6) 2012 .the pt had flowtron calf garments, applied intra and post operatively until he was able to mobilize. The pt's hospital stay was extended, over night due to the effects of the epidural had not totally worn off. Prior to discharge it was noted that their was a blister on his lower limb where the tubing from the flowtron garment had been on the operated limb. The blister was dressed with gelonet and a film dressing and discharged home with care advise provided. The hospital facility disposed of the single use garment, however it was determined (by hospital, clinical nurse mgr) that there were no faults reported on the garment or the pump. The pump serial number was not recorded at the time of the incident. During our investigation, the following was established: the pt may not have been repositioned and additional pressure ulcer assessments were not carried out and therefore potentially if these had occurred, any damage may have been prevented. No f/u assessment was carried out. It is our understanding that the pt was not repositioned due to his size post operatively. The 2 nurses who cared for this pt on (B)(6) had not attended any of the training sessions held within the hospital, only informal training on the ward. Based on the info received, it would appear that a failure in the fitment of the garment along with monitoring and re-positioning of the pt was the contributing factors in this case. In our garment and pump ifus ((B)(4)), we clearly state that 'garments should be positioned in such a way that do not create any potential for constant pressure points on the pt's limb'. Using the correct method of application would prevent this type of issue occurring. A trend analysis of the past 24 months indicated only one other similar event ((B)(4)), whereby pressure ulcers were caused by the tubing on the garment pressure continuously to the lower lateral limb. This was due to the application of a heel lift boot also in use at the time. The heel lift boot captured the tubing and caused pressure against the foot.